Event description:
It was reported that pump generated cartridge alarm 30 and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged shipment of replacement pump with signature required, instructed customer to place pump into storage mode and return it within 10 days using provided materials, and informed customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.